Event description:
It was reported that during a lobectomy procedure, the clips fell out of the instrument. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Antibackup. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned with the hoop spring misassembled and the antibackup damaged. The device was tested and it fired 5 clips conforming, ejected 13 clips and malformed 2 clips, due to the condition of the antibackup and the spring misassembled. In addition, the device was noted to have a premature lockout. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.